Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent an initial right total knee arthroplasty in 2001. Subsequently, patient was revised on (B)(6) 2015 due to medial side wear. The tibial bearing was removed and replaced.